Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose was 110 mg/dl. At the time of the report, the alarm was unable to be cleared. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.